Manufacturer narrative:
(B)(4). Batch # m54g43. Device evaluation: the analysis results showed that a gst60w cartridge reload was received. The reload was received with no apparent damages and fully fired. No functional test could be performed due to the condition of the reload. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a lap roux-en-y procedure the white reload was used with the device to create a j-j-ostomy. The reload was fired successfully without issues but when the jaw of the device was opened, there were no staples on one side of the anastomosis. The staple line was also not complete on the other side. Surgeon used suture to close the jejunum. There were no patient consequences reported.